Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose level of 20 mg/dl, cause was unknown. Customer was treated with saline fluids and monitoring insulin levels. There was no further injury or permanent damage identified. The issue was resolved, and the customer was released from the hospital the next day. The customer was advised to consult with a healthcare provider to discuss factors affecting blood glucose levels, and they understood the recommendation.